Manufacturer narrative:
Subject: qv sars otc will blood on swab interfere with test? Tss informed blood should not interfere and to check for blue control line. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Qv sars otc will blood on swab interfere with test? Tss informed blood should not interfere and to check for blue control line.